Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, presumed cause was unknown. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer that the evis lucera elite video system center's digital visual interface had no output. The issue was found during receipt inspection after delivery acceptance. The customer reported that the procedure was completed with the same device along with a evis lucera elite xenon endoscopic light source. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation did find that the top cover had a poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.